Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attorney alleged that the patient became unconscious, experienced cardiac arrest, and subsequently died due to suspected implantable pulse generator (ipg) system failure. The status of the device and leads are unknown.